Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the fiber was not returned for a physical evaluation. Therefore, an abnormality of the fiber could not be confirmed. However, the cause of the reported event (no power/smoke) is likely due to a faulty power supply per the console evaluation (captured in patient identifier (B)(6). The event can be detected/prevented by following the instructions for use (IFU) which state: "the soltive laser system is designed for maximum safety and performance. Under normal operating conditions and careful use, a maintenance check of the device is recommended by a qualified technician, every 12 months." This supplemental report includes a correction to b5 and g2 to provide information that was inadvertently not included in the initial medwatch. Also, a correction has been made to d4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The laser stopped working in the middle of the procedure. The user tried turning the laser back on, and the fan sounded like it was ¿on¿ inside the unit. However, the device was not receiving power and the screen did not turn on. Although there was a procedural delay, it was reported that the exact time of delay is unknown. It was reported that the device was evaluated by a biomedical engineer, who turned the device on and reported that smoke and fire were coming out of the unit. Although, the specific location of the smoke and fire is unknown.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 200 micron tfl ball tip single use fiber laser had no power and noticed smoke. The event occurred during a therapeutic prostate enucleation procedure. There was a delay, and the procedure was completed using a similar device. There was no patient harm associated with the event.